Event description:
It was reported that the infusion device had a spot on the display. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with (B)(6), is related to case with (B)(6).